Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 59-year-old female patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and aortic and mitral valve repair/replacement. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), there was a low purge flow alarm. The purge cassette was changed, which did not resolve the issue. Tissue plasminogen activator (tpa) was then initiated. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-6 at 2.6l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Event description:
Updated clinical narrative: additional information was received that after nine days on support the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with complications from a cardiothoracic surgery, in stage e shock, dependent on vasopressor support. Prior clinical narrative: an impella 5.5 device was inserted surgically into the right aorta in a 59-year-old female patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and aortic and mitral valve repair/replacement. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), there was a low purge flow alarm. The purge cassette was changed, which did not resolve the issue. Tissue plasminogen activator (tpa) was then initiated. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-6 at 2.6l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Further review of the event indicated the complaint device as the impella pump (rather than the cassette) as the purge cassette was replaced and the issue was not resolved. Consequently respective fields in section d were updated accordingly to reflect the product-specific information for the impella pump. Additionally g1 manufacturing site and address, g4 PMA/510k and h4 device manufacture date was update to reflect the pump specific information. Additional information was received regarding the patient outcome. The information notes the patient expired on the impella pump support. D6a implant date and d6b explant date have been populated accordingly. An updated clinical narrative was completed and documented in section b5 (event description). Following this update, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. H6 adverse event coding (health effect - clinical/impact, medical device problem, investigation type/findings/conclusion and component) was updated to reflect to align with the appropriate device, additional information and the demise outcome and should be considered the representation of the reported event and investigation status.

Manufacturer narrative:
Additional information received, b5 updated and h6 medical device problem code a141101 was replaced with a141102 and a01 was added.

Event description:
Updated clinical narrative: an impella 5.5 device was inserted surgically into the right aorta in a 59-year-old female patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and aortic and mitral valve repair/replacement. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. The purge cassette was changed, which did not resolve the issue. Tissue plasminogen activator (tpa) was then initiated. There was no noted interruption of flow or support for the patient. Additional information was received that after nine days on support the patient expired. While on support, the device functioned as intended at p-6 at 2.6l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with complications from a cardiothoracic surgery, in stage e shock, dependent on vasopressor support.